Event description:
Hcp reported the pump has eroded through the skin and that there was an infection. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.